Event description:
Clamp broke during procedure. Spoke with nurse who was present during procedure. She stated that after 45 minutes into the procedure, the surgeon made a hole in the aorta to perform an end-to-end anastomosis. The surgeon noted a large volume of blood loss at that time. He took the clamp off to reposition it and a piece fell off into the pt. The piece was recovered and the procedure completed with a different clamp. The pt had to be "left open" for at least two days because every time they tried to close the pt, their pressure would drop. The nurse stated they believed this was the result of the clamp breaking and the procedure being delayed.